Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed 8 clips within manufacturing specifications, and one advancer bypass issue was noted causing one pear shaped clip. The instrument locked out as intended but the orange indicator was noted to be beyond of its intended position. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap chole procedure, the device misfired. Another device was used to complete the case with no patient consequence. One device to be returned.